Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of a050401 (fluid blood/ leak) for the period of nov 2021 through oct 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. See ¿I chart of a050401 - fluid blood leak for saline breast implants¿ attached. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implants due to the patients concern with the product. Device has been explanted.